Manufacturer narrative:
On 11-oct-2021, biosense webster inc. Received additional information about the patient and event. It was reported the patient was a male, weighing 114kg. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was reported as procedure or patient condition related. The impedance was high during the catheter was at the roof. Drainage was performed as intervention. Patient outcome from the adverse event was reported as fully recovered. Most probably a transseptal puncture was performed but no information regarding the needle was provided. Prior to noting the cardiac tamponade (CT) ablation had already performed. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30550561m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported there was a decrease in blood pressure due to cardiac tamponade after the procedure. Blood pressure recovered by drainage and was terminated. The physician commented that tamponade may have occurred near the roof because of the high impedance. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.